Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the endoscopic image was not displayed and was noisy because the video communication could not be transmitted to the video system center due to the camera cable failure. The exact cause of the failure of the camera cable could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, snow noise was displayed on the endoscopic image and the endoscopic image could not be seen. The occurrence date of event is unknown. There was no report of patient injury associated with the event.